Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system shut down on its own while completing a session with the patient. Philips field service engineer (fse) inspected the system onsite and confirmed the issue. The power monitor was removed from system and returned to rx monitor for analysis. To resolve the issue, fse inspected the cabinets and tighten the power cable connections from the breaker to all the terminal blocks in the back of the cabinets. After reconnection the issue got resolved, and the system started working as intended. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system shut down on its own while completing a session with the patient. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.